Event description:
A patient contacted lifescan in 6/05 regarding blood glucose results of "8.9, 5.7 and 7.7 mmol/l" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=1.11 mmol/l. This case was initially ruled out due to pt squeezing his finger for blood sample. However, the patient's meter and test strips were returned to lifescan in 8/05 and they were evaluated. The meter passed both visual and functional testing. The returned test strips failed due to control solution test failing out of range.